Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was scheduled for a revision due to unknown reasons. Case was cancelled due to patient not getting cardiac clearance. No revision has been reported at this time.